Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Upon receipt, no communication could be established between the device and programmer due to low battery voltage. The device was tested on the bench and high current drain was observed on the hybrid. The hybrid was returned to the manufacturing site for further analysis and the high current was isolated to an anomalous component on the hybrid. Additional damage to transistors was also noted on the hybrid. The cause of the damage could not be determined. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.